Event description:
On 5/22/1998 following a diagnostic procedure, an angio-seal device was deployed in a pt's groin. Two days later on 5/24/1998 the pt was noted to have a large area of cellulitis. As a result, a previously scheduled bypass surgery was unable to be performed on 5/26/1998. The pt was started on antibiotics, and blood cultures drawn on 5/28/1998 were negative. An ultrasound was performed, with negative findings of abscess. The pt was noted to have a hematoma at the puncture site, which was attributed to the anticoagulation of the pt with heparin following the procedure (dose unknown). The hematoma was aspirated and also found to be negative for exudate or signs of active infection. The reaction did not respond to the antibiotics, therefore the pt was taken to surgery on 5/30/1998 where he was found to have a deep staphyloccus infection. It is unknown if the device was removed at that time. As of 6/22/1998 there has been no further report of complication or pt sequelae made to the MFR.